Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy, and that therapy is going "berserk" as of about 4-5 months after implant which occurred on (B)(6) 2015. It was stated that the patient met with the manufacturer representative (rep) on (B)(6) 2016 who "tuned it up" and since the wednesday prior to date notified they lost bowel control. When they are standing their "bowel comes down" with no indication and therapy is not working for their bladder either. Stimulation is not felt with therapy confirmed to be on, and the rep had the patient decrease stimulation to 2.0v on program 1. Follow up with the healthcare provider (hcp) is to be conducted. Follow up information received from the hcp reiterated that the troubleshooting related to the therapy going berserk was the rep making adjustments for the patient. The patient's indication for implant is bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.